Event description:
The user facility reported that the tip of the destination sheath was flared.

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted. A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The customer provided an image depicting the sheath with the dilator inserted in it. The sheath tip was crinkled and frayed at the tip. The complaint is confirmed for mechanical damage of the sheath tip. The exact root cause cannot be determined. Historically, deformations like the one seen in this complaint occur during sheath insertion, as the destination sheath tip is atraumatic and designed to prevent damage to the artery if faced with resistance. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).